Event description:
Event description guidant received information that this right ventricular lead was not functioning appropriately. The lead was surgically abandoned and successfully replaced with another lead. During the procedure, pauses in pacing were observed with the new ventricular lead and the chronic atrial lead inserted in the existing pacemaker. The pauses were observed both before and after the system was placed in the pocket. The decision was made to replace the existing pacemaker. A new pacemaker was successfully implanted. Later, the entire pacing system was explanted due to a pocket infection.